Event description:
Through the review of the medical article "iatrogenic reopening of a congenital vsd after tavr", corresponding author thomas mason, md, and lauren lastinger md, the following event was identified: a 74 year old patient with severe aortic stenosis after a recent 29 mm sapien s3 transcatheter aortic valve replacement (tavr) presented with several months of shortness of breath (sob) and fatigue. No immediate procedural complication were evident post-procedure, tte demonstrating a well-seated valve without residual stenosis or paravalvular leak. Three days post-procedure, the patient was admitted to an outside hospital with acute encephalopathy, hyponatremia, and volume overload that responded to diuresis. Over the ensuing 6 weeks, the patient had five additional hospitalizations for management of decompensated heart failure complicated by hyponatremia and bilateral pleural effusions. Approximately two months post-tavr, the patient underwent a complex open surgical repair that included patch closure of the ventricular septal defect (vsd), repair of congenitally dysplastic tricuspid valve leaflets, removal of existing transvenous pacing leads, and placement of an epicardial pacemaker. Per medical opinion, the tavr bioprosthesis or one of the catheters used during the clinical course physically displaced the aneurysmal tricuspid valve tissue that had previously closed the vsd.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest per medical opinion, the tavr bioprosthesis or one of the catheters used during the clinical course physically displaced the aneurysmal tricuspid valve tissue that had previously closed the vsd and may have cause or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.